Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion or off-label use (indication for use). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the returned device or imaging, a cause for the reported expulsion cannot be conclusively determined. The reported mitral regurgitation is a cascading event of the expulsion. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. The reported off-label use was associated with the mitraclip device being used on the tricuspid valve. It appears that this deviation did not contribute to the reported adverse events. It appears that this deviation did not contribute to the reported adverse events. However, this deviation will be addressed in the letter requested by the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2 functional tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. During the procedure, the mitraclip partially detached before fully detaching from the leaflets. The clip was retrieved using a lasso catheter successfully. An additional mitraclip was then implanted within the patient and the procedure was discontinued. The final mr was grade 2. There was no clinically significant delay reported.